Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that transfer set disconnected from a catheter. The product surveillance representative asked the nurse if the disconnection occurred from the transfer set and the titanium adapter. The nurse said no and indicated that the separation occurred where the white cap and tubing is located. When the disconnection occurred the patient immediately closed off the site (nurse did not indicate how) and immediately went to hospital to have the transfer set switched out. The nurse took (unknown) cultures and said that the patient was ok and no antibiotics or any other medical intervention was necessary. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection by the naked eye and magnification was performed and no issues were noted. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing. All functional tests passed. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.